Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient dropped their programmer and needed their device turned off. The patient was experiencing stimulation in their stomach and had pain in their legs. The device had not been working since about 2006. The device was stimulating the patient¿s upper chest and their stomach and they didn¿t know what to do about it. The patient wanted the device removed. The stimulation had been in the wrong location during 2007. The patient had reprogramming in either 2006 or 2007 and there were no falls or trauma reported. The device had not worked at all for the 4 years prior to the report. The patient had turned their device off because when it was on it made them nauseous and they knew it wasn¿t working right. The patient didn¿t want it reprogrammed or a replacement, they just wanted it removed. It was further reported that the date of onset of the event was 2007-aug-13. The patient felt they were getting pain. The patient had had 2 devices and they both ¿never worked¿. There was no patient treatment or intervention required or performed. There was no device troubleshooting required or performed. The patient felt that the device had not worked well and they wanted it removed. It was further reported that the patient was getting stimulation in the wrong location. The device was implanted on (B)(6) 2005 and had not worked since 2006. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having the device removed on the 1st and wanted to get their implant report on what problems had on it. Patient said the device has stimulating their chest and not sure whether he wants another device put in. The patient was redirected to their healthcare provider to further address the issue. Agent attempted to get hcp however this was not provided.\agent confirmed that the patient wants sn and the model information sent to the patient. Agent made outbound call to gather hcp information on date of when the stim started stimulating chest area and left a voicemail.